Event description:
Reported as: "a port leak and replacement. The port tubing had eroded at the metal connector that attaches the port to the lap-band tubing."

Manufacturer narrative:
Taper unknown. The product associated with this report has not yet been returned. There is no serial number or implant date to determine the pater type. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."